Manufacturer narrative:
Concomitant medical product: model: 4046, competitor lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was completed with the patients clinic. The allied health professional (ahp) at the clinic was able to verify that the patient was seen in-office for testing and reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.